Event description:
Reporter indicated that high lead impedance reading was obtained during generator replacement surgery for end of service. Upon attaching the lead to the new generator, lead test resulted in high impedance reading (dc-dc code 7 and limit). The lead was disconnected from the new generator and then re-connected. The surgeon reported that he heard the clicking of the hex driver and pulled on the lead to ensure a secure tightening; however, lead test still resulted in high impedance reading. A test resistor was inserted into the new generator and a pre-implant test yielded acceptable results, ruling out any problem with the generator. The lead was connected to the generator again and lead test continued ot result in high lead impedance reading, indicating possible lead malfunction. The surgeon indicated that he did not have consent to open the neck incision. The surgeon decided to implant the new generator and revise the lead at a later date.